Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leakage was observed. It was reported the set was replaced and no further issues were noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
H10. The actual device and pictures were received for evaluation. Visual inspection of the pictures showed only the product label and a marked area (leakage) on the header cap. The visual inspection by naked eye of the product showed the product wet. No leak could was observed. A leak test of the dialysate side was performed and a leak was observed. The product had a crack in the welding zone. The reported condition could be verified. The production parameters were reviewed and for both products the parameters were within the specifications. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.